Event description:
I had the essure procedure on (B)(6) 2014. I had my conformation test this morning for the essure and my left fallopian tube was perforated and the essure device is not in the fallopian tube it is in the pelvic area. I am scheduled to have laparoscopic surgery to have the coil removed and make sure there is no other damage in the pelvic area and to remove the perforated tube.